Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the device would power off automatically. However, the cause of issue was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, there are deep scratches on the high definition lcd monitor screen. During evaluation of the device, it was determined that the monitor automatically shuts down when the power is turned on for a few seconds. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
E1- 438b alexandra road, block b, #03-07/12, singapore #03-07/21 e2 the customer contact information is not being requested due to restrictions imposed by the EU general data protection regulation (gdpr, art. 44-49). The device was returned to olympus and the customer's allegation was confirmed. In addition to b5, the button operation panel is dented. The investigation is ongoing and a follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.